Event description:
It was reported that doppler in the cs100 intra-aortic balloon pump (iabp) was requested to be checked. It was reported to be inoperable. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and identified that the doppler was defective. To fix the issue, the fse replaced the doppler, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h6, h10, h11. Corrected field: d1, d5, h4.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11corrected fields: h4

Event description:
It was reported that doppler in the cs100 intra-aortic balloon pump (iabp) was requested to be checked. It was reported to be inoperable. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service representative reported that repairs are still on going. The customer received a quote and its currently waiting for approval. A supplemental report will be submitted when additional pertinent information is received. (B)(6).

Event description:
It was reported that doppler in the cs100 intra-aortic balloon pump (iabp) was requested to be checked. It was reported to be inoperable. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.